Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with patient identifier (B)(6) for the aviva system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 199 mg/dl, 97 mg/dl (aviva system 1) and 95 mg/dl (aviva system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that strip vial is empty. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with patient identifier (B)(6) for the aviva system 1. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.